Event description:
Customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. There were flags on quality control results (diff nrbc and retic (dnr) %cv high flags) and latron controls were out of limits when the leak was identified by the customer. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the tubing going to port 2 of the flow cell had popped off the fitting on top of the peltier assembly. This line provides the lower sheath fluid for the flow cell. The fse also found that the latron controls were out of limits. The fse replaced the tubing on the fitting of the peltier assembly and the instrument ran without any leaks, without any flags, and passing all controls. Identified failure modes: the cause of the leak was that tubing going to port 2 of the flow cell popped off the fitting on the peltier module. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).